Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of over 700 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer felt symptoms of vomiting, and dehydration. The customer states that they may have run out of insulin in the middle of the night because they forgot to change their sets. The customer was transferred to the hospital by the help of paramedics.